Event description:
Reporter called to document that the true metrix glucose meter "fell apart" during use. Additionally, the device has been found to be on the recall list. A replacement will be requested.